Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilation catheter was returned for evaluation. On visual evaluation, the balloon appeared to be partially inflated. On functional evaluation, an in-house presto inflation device was used to aspirate the balloon and the balloon was inflated to 6 atm pressure. The balloon was deflated approximately within 17 seconds. On further evaluation, balloon was cut and under microscopic observations, misplacement of glue bullet and kink to the inner guidewire lumen was noted. The balloon met the specific parameter required for the property of deflation time. Therefore, the investigation for the reported failure to deflate is unconfirmed as the balloon deflated during the functional evaluation without any issue and the deflation time was within the product specification limit. A definitive root cause for the alleged failure to deflate could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023),

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to deflate. It was further reported that the device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023). Device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to deflate. It was further reported that the device was removed from the patient. There was no reported patient injury.